Manufacturer narrative:
The device was not returned for analysis; it is not possible to perform a device evaluation without return of the device. The device was not returned for analysis.

Event description:
It was reported that during a surgical procedure conducted at the user facility the device was overheating. During testing immediately prior to use, the user reported that the device emitted sparks and smoke. It was reported that the user felt the sparks through their glove. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported for the patient. It was reported that the user found a total of two blistered burns on two fingers of their left hand. The user reported that no medical intervention was required and that there were no further adverse consequences.